Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone18.3 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6), 2026, the patient experienced elevated blood glucose levels after an unspecified duration of pod wear on the abdomen. Blood glucose was reported to have increased to 534 mg/dl. The patient noted that her blood glucose began increasing after an eye procedure and did not decrease despite administration of manual insulin injections from her novolog insulin pen. She reported that her blood glucose remained elevated for more than four hours, and she developed symptoms including vomiting, which prompted her to seek medical attention. She was subsequently hospitalized with a diagnosis of diabetic ketoacidosis. Treatment during hospitalization included intravenous insulin, as well as additional medications for neuropathy, including lisinopril, and support for blood circulation. The patient remained hospitalized for approximately two days and was discharged on (B)(6), 2026. Review of the patient¿s omnipod alarm history confirmed multiple occurrences of automated delivery restriction alerts from april 30 to may 3, and a pod expiration alarm at approximately 9:06 am on the date of the event, indicating that the pod would expire that day at approximately 1 pm. The patient stated that she did not remove or replace the pod as instructed by the omnipod system because she did not have replacement pods available. It was further reported that, upon pod removal, the skin at the infusion site exhibited redness, bleeding, and bruising. Based on the available information, the event appears to be related to user error due to failure to replace an expired pod in a timely manner. The pod involved was discarded at the hospital and is unavailable for investigation.